Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: three (3) batteries ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller in use ((B)(4)) did not have the smr upgrade. Analysis of controller (B)(4).'s alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(4). Furthermore, log file analysis also revealed that the controller in use ((B)(4)) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of controller (B)(4)'s alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. An internal investigation has been opened to evaluate the communication errors and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. Heartware ventricular assist system ¿ battery model #: 1650 / expiration date: 2017-01-31 / serial or lot#: (B)(4). UDI: (B)(4). Device evaluated by MFR: yes. Mfg date: 2016-01-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / expiration date: 2018-11-30 / serial or lot#: (B)(4). UDI: (B)(4). Device evaluated by MFR: yes. Mfg date: 2017-11-06. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the batteries exhibited critical battery alarm(s). The batteries remains in use. No patient complications have been reported as a result of this event.